Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 20183879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, moniliasis vaginal, varicose veins, multiparous, seasonal allergy and leiomyoma of uterus, unspecified. Dye test: essure coils were in place and the dye test confirmed it. 10- 17 weeks late. Previously administered products included for an unreported indication: yaz in (B)(6) 2010, olella in (B)(6) 2004, otho-novum from 1991 to 2002 and yasmin. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) -urinary infection"), rash ("rashes or skin condition:"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), amnesia ("neurological conditions or problems - memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition: gastric reflux"), irritable bowel syndrome ("gastrointestinal or digestive system condition: gastric reflux"), abdominal distension ("other injury(ies) or complication(s) - bloating"), night sweats ("night sweats"), loss of libido ("low libido"), headache ("migraines / headaches"), back pain ("low back pain") and abdominal pain ("belly button pain") and was found to have uterine leiomyoma ("reproductive system disorder or condition - uterine fibroids/tumor /teratoma / cancer - several uterus fibroids"), weight increased ("weight gain/loss specify:") and weight decreased ("weight gain/loss specify:"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and back pain had resolved and the vaginal haemorrhage, menorrhagia, urinary tract infection, rash, bladder disorder, urinary tract disorder, migraine, uterine leiomyoma, nausea, amnesia, dysmenorrhoea, dyspareunia, fatigue, weight increased, weight decreased, gastrooesophageal reflux disease, irritable bowel syndrome, abdominal distension, night sweats, loss of libido, headache and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, amnesia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, irritable bowel syndrome, loss of libido, menorrhagia, migraine, nausea, night sweats, pelvic pain, rash, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: current weight 170 lbs. 5 coils on the right and 6 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 41-year-old female patient who had essure (batch no. 20183879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, moniliasis vaginal, varicose veins, multiparous, seasonal allergy and leiomyoma of uterus, unspecified. Dye test: essure coils were in place and the dye test confirmed it. 10- 17 weeks late. Essure confirmation test(s) conducted, specify- yes, hsg (per pfs) results: there was a 2 week test, 2 months test, and a 6 months test, cannot recall dates. It was a dye test, and internal sonogram. Previously administered products included for an unreported indication: yaz in (B)(6) 2010, olella in 2004, otho-novum from 1991 to 2002 and yasmin. In (B)(6) 2009, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) -urinary infection"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("other injury(ies) or complication(s) - bloating"), night sweats ("night sweats") and loss of libido ("low libido"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 4 months 23 days after insertion of essure. In 2010, the patient experienced fatigue ("fatigue") and depression ("depression"). In (B)(6) 2011, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition: gastric reflux") and irritable bowel syndrome ("gastrointestinal or digestive system condition: irritable bowel disease"). In (B)(6) 2011, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition - uterine fibroids/tumor /teratoma / cancer - several uterus fibroids"). In (B)(6) 2012, the patient experienced amnesia ("neurological conditions or problems - memory loss"). In 2012, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches") and was found to have weight increased ("weight gain/loss specify:"). On an unknown date, the patient experienced rash ("rashes or skin condition:"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), back pain ("low back pain"), abdominal pain ("belly button pain") and dermatitis contact ("rashes or skin conditions: contact dermatitis") and was found to have weight decreased ("weight gain/loss specify:"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and back pain had resolved and the vaginal haemorrhage, menorrhagia, urinary tract infection, rash, bladder disorder, urinary tract disorder, migraine, uterine leiomyoma, nausea, amnesia, dysmenorrhoea, dyspareunia, fatigue, weight increased, weight decreased, gastrooesophageal reflux disease, irritable bowel syndrome, abdominal distension, night sweats, loss of libido, headache, abdominal pain, dermatitis contact and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, amnesia, back pain, bladder disorder, depression, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, irritable bowel syndrome, loss of libido, menorrhagia, migraine, nausea, night sweats, pelvic pain, rash, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: current weight 170 lbs. 5 coils on the right and 6 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: new pfs received- new event rashes or skin conditions: contact dermatitis and depression were added.reporters information were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 20183879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, vaginitis, varicose veins, multiparous, seasonal allergy and leiomyoma of uterus, unspecified. Dye test: essure coils were in place and the dye test confirmed it. 10- 17 weeks late. Previously administered products included for an unreported indication: yaz in (B)(6) 2010, olella in (B)(6) 2004, otho-novum from 1991 to 2002 and yasmin. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) -urinary infection"), rash ("rashes or skin condition:"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), amnesia ("neurological conditions or problems - memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition: gastric reflux"), irritable bowel syndrome ("gastrointestinal or digestive system condition: gastric reflux"), abdominal distension ("other injury(ies) or complication(s) - bloating"), night sweats ("night sweats"), loss of libido ("low libido"), headache ("migraines / headaches"), back pain ("low back pain") and abdominal pain ("belly button pain") and was found to have uterine leiomyoma ("reproductive system disorder or condition - uterine fibroids/tumor /teratoma / cancer - several uterus fibroids"), weight increased ("weight gain/loss specify:") and weight decreased ("weight gain/loss specify:"). The patient was treated with surgery (hysterectomy full, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and back pain had resolved and the vaginal haemorrhage, menorrhagia, urinary tract infection, rash, bladder disorder, urinary tract disorder, migraine, uterine leiomyoma, nausea, amnesia, dysmenorrhoea, dyspareunia, fatigue, weight increased, weight decreased, gastrooesophageal reflux disease, irritable bowel syndrome, abdominal distension, night sweats, loss of libido, headache and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, amnesia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrooesophageal reflux disease, headache, irritable bowel syndrome, loss of libido, menorrhagia, migraine, nausea, night sweats, pelvic pain, rash, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: current weight 170 lbs. 5 coils on the right and 6 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.7 kg/sqm. Most recent follow-up information incorporated above includes: on 2-may-2019: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia); infection (bladder/urinary tract/vaginal) - urinary infection; rashes or skin conditions; bladder or urinary problems or changes; migraines / headaches; reproductive system disorder or condition - uterine fibroids; nausea; neurological conditions or problems - memory loss; dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); tumor / teratoma / cancer - several uterus fibroids; pain; fatigue; weight gain / loss; gastrointestinal or digestive system condition - gastric reflex/irritable bowel disease and other injury(ies) or complication(s) - bloating, night sweats, low libido, back pain were added. Patient's medical history added, lot number received. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.